Manufacturer narrative:
Additional information was added to a1, a2, a3a, a4-a6, b5, b6, b7, d10, h4, f10/h6: health effect - impact codes (replace code), h6 (update codes), h11. A2, a3a, a4-a6, b6, b7, d10 (concomitant product and date): update to n/a. B5: upon additional information update the statement "this occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event" to "the issue was further described as, few drops of 5-fluorouacil leaked in the packaging. This was observed before delivery to a subcontracting establishment, prior to patient use. There was no patient involvement." H4: the lot was manufactured between october 18-20, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from an unspecified location. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.